Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned to be evaluated, a root cause could not be conclusively identified. However, it is likely that mucosal damage occurred due to excessive force being applied to the scope during insertion, rather than due to the shape of the distal cover as pointed out by the customer. According to the information provided, mucosal damage occurred when the device was pushed and inserted into the stricture of the esophagus. The corners of the distal cover are rounded, and are not sharp enough to cause injury if they simply come into contact with mucous membranes. The following is included in the device instructions for use (IFU): "never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result due to unintended retroflexion of the bending section." "Never insert or withdraw the endoscope¿s insertion section while the bending section is locked in position. Patient injury, bleeding, and/or perforation may result." "Never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result." "If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation." Olympus will continue to monitor field performance for this device.

Event description:
Olympus received further information indicating that the patient sustained mild mucosal damage to the esophagus. An unknown method of hemostasis had to be performed.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The lot number of the single use distal cover is unknown, but the customer indicated it was reportedly the old model. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that the patient's mucosa was damaged when the facility staff used and inserted the evis lucera elite duodenovideoscope and single use distal cover during a diagnostic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed. Any measures taken for this patient are unknown. The customer pointed out that the tip of the distal cover was sharp, and that it hit the mucus membrane and caused the damage. There was no further patient impact reported. The distal cover was inspected after installation and before insertion and no issues were found. There were also no abnormalities noted with the scope before and after the procedure. This event is reported under the following related patient identifiers: (B)(6) - evis lucera elite duodenovideoscope (B)(6) - single use distal cover this medwatch is for patient identifier (B)(6).